Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the supply line of the homechoice cassette and the supply it was reported that the connection between the supply line of the homechoice cassette and the supply bag leaked. This occurred during fill one of four of peritoneal dialysis therapy. The home patient was connected at the time of the event. Renal therapy services (rts) assisted the caregiver ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.